Event description:
It was reported that a patient underwent a reconstructive breast surgical procedure on an unknown date. The patient experienced inflammation reaction for two weeks with suture extrusion.

Manufacturer narrative:
(B)(4). Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.